Event description:
The patient stated, he has erratic blood glucose since 2007. His normal blood glucose is 80-150 mg/dl. He stated that at 8:43 am his blood glucose measured 120 mg/dl, 245 mg/dl at 11:32 am, 47 mg/dl around lunch, 179 mg/dl at 4:41 pm, 218 mg/dl at 7:25pm and 205 mg/dl at 10:15pm. He stated that around lunch he had set a 60% temporary basal rate due to exercising. The patient's blood glucose measured 329 mg/dl at the time of the report (2007) due to having air bubbles in his insulin cartridge. He stated that is insulin could have been compromised because he was on a trip and the hotel did not have a refrigerator for his insulin. He stated, he is now using fresh insulin. The patient stated, he changes his infusion tubing every 2-3 weeks. He was educated not to use the tubing for longer than 6 days. He stated, he changes his infusion site every 3-4 days. He was educated to change his site every 72 hours. Upon follow up the patient stated his blood glucose returned to normal and he believes the elevated blood glucose was due to using infusion sites too long. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.